Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a patient (B)(6) 2017 (the initial setting is unknown). After 3 month from the implantation, the valve setting was not able to be changed after MRI was shot on (B)(6) 2017. The surgeon attempted to change the setting by vpv and pg system, but the setting was not able to be changed. Finally, the surgeon attempted to change the setting under x-ray and failed. The revision surgery was completed with alternative valve (article number and setting are unknown). The surgeon commented that mir or an impact to a valve from outside might cause the problem. The patient is 4 years old, and the patient¿s condition is no problem. There is no further information is provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was visually inspected; biological debris was noted as well as needle holes in the needle chamber. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records for the valve product code 82-3110, with lot cnmbl8, conformed to the specifications when released to stock on the 5th november 2012. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.